Manufacturer narrative:
D6a: implant date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a patient's ipg replacement the physician cut the lead and attempted to place a new lead but then a csf leak occurred. Surgical intervention was undertaken, and the cut lead was explanted, and a paddle lead was placed.